Manufacturer narrative:
Date of event: date not provided in article; published in 2020. Used june 1, 2020. (B)(6). Miki, k., fujii, k.,et al (2020). Impact of ivus-derived vessel size on midterm outcomes after stent implantation in femoropopliteal lesions. Journal of endovascular therapy, vol 27 (1), pp. 77-85. - attachment: [miki 2020-journal of endovasculary therapy.pdf].

Event description:
It was reported via journal article that in-stent restenosis occurred. A study was completed to identify intravascular ultrasound (ivus) findings that predict midterm stent patency in femoropopliteal (fp) lesions. A retrospective analysis was done of 335 de novo fp lesions in 274 consecutive patients (mean age 72.4 plus or minus 8.2 years; 210 men) who had ivus assessment before and after successful stent implantation. The mean lesion length and total stent length were 13.2 plus or minus 9.8 cm and 15.3 plus or minus 9.4 cm, respectively. The prevalence of chronic total occlusions (ctos) was 38% (n=127); 64 (19%) patients had chronic limb-threatening ischemia. Endovascular therapy (evt) with primary stenting was performed via and ipsilateral or contralateral femoral approach through 6f sheaths. Using a .014 or .018 guidewire across the target site, the lesion was predilated using a balloon with a diameter equal to the reference vessel diameter (rvd), according to visual angiographic estimation. Balloon inflation was maintained at a pressure of 4 to 10 atmospheres for 30 to 60 seconds and repeated routinely 2 to 4 times at the same segment. Subsequently, self-expanding bare nitinol stents (bns), including innova stents, with diameters 1 to 2 mm larger than the rvd were deployed. Post dilation was routinely performed in all lesions with a balloon corresponding to the rvd at a pressure of 14 atmospheres. Dual antiplatelet therapy (aspirin 100 mg/d + cilostazol 100 mg/d, ticlopidine 200 mg/d, or clopidogrel 75 mg/d) was started at least 1 week prior to evt and continued for at least 6 months following stent implantation. Initial success was defined as a residual stenosis <30% and the absence of a flow-limiting dissection on angiography. Ivus examinations, duplex imaging, and diagnostic angiography were performed. The primary outcome was primary patency at 24 months, defined as freedom from major adverse limb event (male) and in-stent restenosis (isr). Male was defined as major amputation or any target lesion revascularization (tlr). Isr was defined by a peak systolic velocity ratio >2.4 by duplex ultrasonography. Among the 274 enrolled patients, 18 (7%) patients died and 29 (10%) dropped out within 2 years. Of the remaining 286 lesions in 227 patients, 43 (15%) lesions experienced male (42 tlr and 1 major amputation). Of the 243 male-free lesions, 217 (89%) had patency assessed at 24 plus or minus 2 months, whereas 26 did not. The kaplan-meier analysis produced primary patency estimates at 12 and 24 months of 82.5% and 73.2%. Male-free survival estimates at 12 and 24 months were 90.8% and 85.0%, respectively. No additional patient outcomes were reported.